Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient experienced a syncopal event and the cause for the event is not known. A consult was reviewed and there were no episodes stored for review. No additional adverse patient effects were reported.